Manufacturer narrative:
(B)(6). A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture.this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the blades were damaged on the motor device. It was further determined that the motor was defective and the hose was damaged. It was further determined that the device failed pretest for visual, cutter lock, safety, temperature, noise assessment, and rotational speed. It was noted in the service order that the ¿motor can¿ was not working on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.